Event description:
Boston scientific received information that during a routine explant procedure for this device, the header was noted to have been loose. Difficulties with the rv ring setscrew were also encountered. The setscrew appeared to be jammed and was unable to be advanced or withdrawn. The device was eventually able to be successfully explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Visual inspection noted that the ra and rv ring seal plugs were missing but no damage or volcanoeing to the retainer washers was noted. X-ray examination confirmed that all the device feed-thru wires were still intact. Manufacturing enhancements have been implemented to make the header bond more robust.